Event description:
Results of "142 mg/dl and 244 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The check strip test passed. The meter, test strips, and control solution were replaced.